Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital on (B)(6) 2017 8:00 a.m. To have an operation when their doctor noticed that their high blood glucose level was 490mg/dl. When the operation finished, the customer's blood glucose level was still high and he was admitted longer and was treated with insulin drip. The customer was discharged on the same day at 2:45 p.m. It was reported that the customer was wearing the insulin pump during the operation but was taken out during insulin drip treatment. It was also mentioned that the insulin pump's buttons were unresponsive on the first or second attempt and received a button alarm after being discharged from the hospital. The customer was advised to change the battery and the insulin pump alarm button error again after battery change. It was also reported that the insulin pump was exposed to moisture but the time on the clock advanced when observed for one minute. The insulin pump will not be returned for analysis.